Event description:
"Rn was beginning IV infusion on baxter pump. Noticed pump screen was flashing as it was turning on. Rn was able to program pump and begin infusion. Within ~30s seconds, pump displayed system error message on screen ""uso(universal type oxygen ) sensor failure, code 21513"" pump (B)(4)".